Manufacturer narrative:
The impella device was not returned by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male patient was implanted with an impella 5.5 pump for mechanical circulatory support. Following impella implant, it was noted that the lv signal was trending upwards and that signs of pump saturation were present. Shortly after, high purge pressure alarms were triggered, and the decision was ultimately made to explant the pump. There was no patient harm.

Manufacturer narrative:
The investigation for the reported saturated flow issue has been completed. The impella was not returned for evaluation. The data logs were reviewed which revealed high motor currents (mc). The root cause of the saturated flow was most likely biomaterial since high mc is observed in the logs several times. Added- d6a/d6b, d4 updated model number.